Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted. (B)(4).

Event description:
The doctor made 2 passes with the hawkone and then felt the plunger jump. He made an additional pass and felt that the device wasn't packing properly. He removed the device and noticed that the plunger appeared pushed out or cut into the nosecone. The product was used per IFU (instructions for use). No patient injury occurred. The investigation of the returned hawkone was performed on october 27th, 2015 and found that the customer's reported event of the device not packing properly has been confirmed. Visual inspection noted outward radial tearing of the tecothane coating of the distal assembly. The root cause of the reported event is unknown at this time.